Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was over-sensing noise leading to inappropriate recordings of high ventricular rates (hvr) seen on the electrocardiogram (egm). The patient was asymptomatic. Provocative testing was performed and the noise was not reproducible. The patient was stable throughout the intervention.